Event description:
Caller states that the customer allegedly received the following results, with two different roche meters, within 10 minutes: 400 mg/dl (aviva meter, unknown) and 150 mg/dl (aviva meter (B)(4)); 455 mg/dl (aviva meter, unknown) and 195 mg/dl (aviva meter (B)(4)). Caller is not sure which aviva meter was used to obtain the readings of 400 mg/dl and 455 mg/dl. Sets of readings were taken at different times. Readings are estimates, and not exact readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer states that the strip vial has been discarded. Replacement was sent.

Manufacturer narrative:
This medwatch report is for the aviva meter (B)(4). (B)(4).